Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that iag bc pro global wing pnk 20ga x 1.0in leaked. The following information was provided by the initial reporter: " before injecting the contrast product under pressure, they do a test with water and sometimes a leakage between the catheter and the extension appears (from cair).".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global wing pnk 20ga x 1.0in leaked. The following information was provided by the initial reporter: '' before injecting the contrast product under pressure, they do a test with water and sometimes a leakage between the catheter and the extension appears (from cair)."